Manufacturer narrative:
No info has been provided as to the model/catalog number of the stryker painpump2 that was used. No hosp or surgeon info has been provided. No prod has been rec'd for eval.

Event description:
Per court document rec'd, pt underwent shoulder surgery in 2006, and had a painpump2 placed following surgery. It was reported that the pt now has chondrolysis and will require add'l surgeries.